Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak ((B)(4)) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient called to report a right side "deflation and a possible bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare professional additionally reported "particles in valve and holes." The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Observed yellow particles outer the device. Observed white calcification-like outer the device. The particles reported in the valve is no possible observed in the photo analysis.

Event description:
Patient called to report a right side "deflation and a possible bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare professional additionally reported "particles in valve and holes." The device has been explanted.